Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was non-calcified. This was a direct stenting procedure without pre-dilatation. When the xience sierra stent was being deployed, the balloon was observed to be leaking. The stent was deployed, however there was resistance during removal of the delivery system due to the balloon being expanded. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported difficulties cannot be determined. There was no damage noted to the device during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.